Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. The user facility has been contacted but has not responded at this time. This report will be updated when the investigation is complete.

Event description:
In was reported that the ortholoc locking screw broke. (Via medwatch report (B)(4)).

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.